Manufacturer narrative:
Section a3b, a4, a5, a6: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the intraocular lens had been inserted and surgeon noticed a scratch on it. The lens was removed, and a new one was inserted. Customer do not have the lens that was cut out. Additional information suggests that the lens was replaced with another lens with same model and diopter. The account is not sure why scratch occured. The patient's status is unknown. No injury or medical intervention is required. No further information was provided.